Event description:
It was reported that the product is not functioning as intended. The cuff at the end of the tube does not inflate when air is pumped at the other end through a syringe. No patient injury was reported

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No visual discrepancies were detected. The returned samples were inflated using a syringe in order to detect occlusion. It was felt resistance to inflate the cuff; it was observed excess of solvent in the bonding of inflation line to tube. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. In order to verify that there are no situations or practices that could create/generate the event an audit of the production floor was conducted by the quality engineer. No discrepancies or occlusions were found. The product issue was confirmed. The most probable root causes are: excess of tetrahydrofuran(thf) in the insertion of the inflation line to tube. Lack of detection by production personnel who performs the insertion of the inflation line to tube. The following actions were taken: update the procedure in order to clarify the operation to indicate that the valve must be disconnect from the air flow connection only after removing the tip of the inflation line from the thf applicator. Re-training the manufacturing personnel in the procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).